Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level at the time of incident was 28 mg/dl. Customer was treated with food and glucose tablets. Customer stated that they were eating less due to surgery. It was unknown that auto mode feature was active or not at the time of event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.